Event description:
While handling the advia centaur hiv 1/o/2 enhanced positive quality control (ehiv qc), the customer was splashed in the eye. The customer was not wearing protective goggles or a face shield while handling the material. The customer washed his eyes with water. There are no reports of patient intervention or adverse consequences due to the splash.

Manufacturer narrative:
The operator from outside the united states was not wearing the recommended eye protection while handling the advia centaur ehiv controls and was splashed in the eye with the positive control. The safety data sheet was provided to the customer. The warnings and precautions section of the advia centaur xp and advia centaur xpt systems ehiv instructions for use states: "caution potential biohazard some components of this product contain human source material. No known test method can offer complete assurance that products derived from human blood will not transmit infectious agents. All products manufactured using human source material should be handled as potentially infectious. Handle this product according to established good laboratory practices and universal precautions.the negative control has been assayed by FDA-approved methods and found to be nonreactive for hepatitis b virus, antibody to hcv, and antibody to hiv-1/2. The positive controls, low calibrator and high calibrator have been assayed by FDA-approved methods and found to be nonreactive for hepatitis b virus and antibody to hcv. The positive controls, low calibrator, and high calibrator contain human plasma that is reactive for antibody to hiv. The units were treated with a bpl-uv inactivation procedure,however, all products manufactured using human source material should be handled as potentially infectious." The warning section contains the following statement: "wear protective gloves/protective clothing/eye protection/face protection." Advia centaur ehiv controls are not available in the united states, however, there is a similar product available in the united states under bp050030.